Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead delivered a shock in sinus rhythm. When the device was interrogated a code 1005 related to an open circuit condition was observed. This code is also related to high, out of range shock impedances. The battery capacity had been depleted. At this time the ICD has been explanted and the rv lead was surgically abandoned at a surgical intervention. The ICD has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.